Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was unable to be downloaded. The device was powered up and had a constant "high pressure alarm". The circuit board, downstream sensor and scratched screen were replaced to resolve the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a high pressure alarm and the lens was scratched. The issue was discovered during testing and there was no patient involvement.